Manufacturer narrative:
Serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged battery issues: it was reported that the battery rapidly depleted, did not charge, or battery gauge fluctuated. Customer(s) continued using the pump or reverted to an alternate method of insulin therapy. There was no adverse impact.